Event description:
Vns patient was diagnosed with permanent left vocal cord paralysis and laryngopharyngeal reflux. It was reported that the patient's recurrent laryngeal nerve was severed during vns implant surgery. The patient reportedly has been referred for speech therapy.